Manufacturer narrative:
B3 date of event was estimated as an event date was not provided by the customer.

Event description:
It was reported that the console does not turn on because the emergency button is stuck after mechanical shock. No further information was reported. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome, despite good faith efforts.

Manufacturer narrative:
B3 date of event was estimated as an event date was not provided by the customer.

Event description:
It was reported that the console does not turn on because the emergency button is stuck after mechanical shock. No further information was reported. Boston scientific has been unable to obtain additional information regarding the procedure and patient outcome, despite good faith efforts.